Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 7/21/2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: complaint lens and foreign material was not received. A j&j cartridge tip and cartridge tip tray were received. No complaint lens or foreign material were received, therefore, no product evaluation could be performed or the sample could not be forwarded to eag laboratories for further analysis. The returned cartridge tip and tray were inspected for foreign material, but no "plastic fiber" as described by the customer could be identified. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10: in the initial report model of cartridge used was provided as unknown, however, the model cartridge is 1mtec30 and injector used was a (platinum). Lot number remains unknown as they were not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens remains implanted. MFR site telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the surgeon noticed an intraocular lens (iol) had a plastic fiber stuck on the lens before insertion. The patient is fine and another johnson & johnson lens (same model) was implanted as a replacement. Through follow-up, it was learned there was patient contact, and once the lens was implanted, there was a visible clear plastic on the lens. It appeared to be similar to a piece of the cartridge. The plastic fiber piece was removed immediately. The lens remains implanted. There was no report of any medical/surgical intervention required. No further information is available.